Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed - the evaluation found bent video connector pins and failure of the video cable connector, causing no image with the test scope. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that bent pins were present in the socket and it prevented some scopes from functioning when used with the olympus, model otv-s190, visera elite video system center. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the scope was not detecting due to bent pins in the output connector socket, and the image was not displayed due to curved video connector pins. It¿s likely this event was caused by bending of the camera port pin. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [6.3 connection of an endoscope]. Confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. Confirm that the video connectors of the videoscope / camera head are not damaged.¿ olympus will continue to monitor field performance for this device.